Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was experiencing ineffective coverage of pain relief and high impedance. As such surgical intervention took place where the lead was explanted and replaced with another paddle lead and effective therapy has been restored.

Manufacturer narrative:
B3- date of event is estimated. Section a4: patient weight is unknown.